Event description:
Additional information received from the consumer reported that the patient couldn't get symptom results and had tried all 4 programs. The patient experienced a loss or change of therapy since implant on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he was not having much success with how many times he was going to the bathroom a day. It seemed to work in the beginning and the patient was feeling stim. The patient had a scope on the knee on (B)(6) 2016. There was no fall or trauma related to this issue. The patient increased amplitude and felt stim in the correct area. He was on program 1 at 1.6v and increased to 1.75v. He had to go to the bathroom more times than he liked. The patient met the manufacturers' representative at the doctor's office and the rep adjusted the settings and told him to leave it for five days and adjust it if it did not work. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the event and the steps taken to resolve the issues. If additional information is received, a follow up report will be sent.